Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridges did not fit due to rail damage on the pump. Additionally, it was reported that the customer had to angle the cable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information was provided.